Event description:
Device issue: dislodged stent. Time of device issue: prior to the procedure. Adverse event: none. It was reported that the vision stent delivery system (sds) was advanced to the lesion and it was noticed during an attempt to deploy the stent; there was no stent present on the sds balloon. The stent was found inside the package. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was returned without blood visible. There was contrast on the shaft, in the inflation lumen and in the balloon. The stent implant had dislodged from the balloon and was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no damage noted to the sds. The protective sheath was not returned. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. It was reported the stent dislodgement was not noticed until the sds was advanced to the lesion. It should be noted in the rx vision instructions for use it states: "prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." In this case, a conclusive cause for the reported stent dislodgement could not be determined. It is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgment. A review of the device history records for this lot did not reveal any non-conforming material records and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement or use errors for this lot. There is no indication of a lot specific product quality deficiency. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.